Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The surgery in question was a lap chole. The blackout occurred while using cautery during the last third of the case. No harm was experienced to the patient during or after the case. The case was not prolonged due to the outage. Anesthesia was unaffected. Because the outage was so brief and the system returned to normal no other device was required to finish the surgery. This same outage happened the week before in a different patient having a lap chole. The outage again happened during the last third, but only happened once during the case. In the second case, the outage happened three times.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source went black, displaying no image with both monitors attached to the portable scope tower and remote monitor, for a period of about a second and a half, several times. It was found that the tower had been plugged into a line isolation circuit, and the issue has not occurred again since plugging into a standard outlet. The issue occurred during an unspecified procedure. There were no reports of patient harm.